Manufacturer narrative:
Device analysis: the injector was returned for analysis. The slider travelled the full distance smoothly in all three angles. Needle retracted with the slider. No functional failure was detected. The device met expected conditions in appearance to the body and the needle. The complaint is not confirmed.

Event description:
Healthcare professional reported during the implant of a xen 45 gel stent, it was noted "the stent was not patent". Device removed and a backup device was inserted.

Manufacturer narrative:
The event of gel stent blockage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Manufacturing date is noted as february of 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported during the implant of a xen 45 gel stent, it was noted "the stent was not patent". Device removed and a backup device was inserted.